Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the connections and the part that was broken with the drawer. The fse confirmed that the customer had a med stuck and the reason it was not opened. Further the fse replaced the broken lever and had the pharmacist tried to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close, red tab on the right side of the drawer was broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.